Event description:
A ventilator was returned to the manufacturer because, due to an allegation of the device's screen not turning on, it did not meet the acceptance criteria of the evaluation process. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The display lcd needed to be replaced. The device was scrapped.